Event description:
The patient's friend reported via a company representative (rep) that the patient's device was not working. The device was on low and always has it charged up, but has to charge every 2-3 days even though the device was on the lowest setting. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.